Manufacturer narrative:
On 6-jul-2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the event date, procedure type, patient¿s information, the patient had a consultation with a healthcare professional on (B)(6) 2021 and stated that she was experiencing left-sided breast pain and firmness. The event date was (B)(6)2021. The patient underwent a breast augmentation with the suspected medical devices. The patient¿s weight is 138 lbs. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast surgery with two 350cc mentor memorygel breast implant prostheses and experienced bilateral grade iii capsular contracture postoperatively. The diagnosis was confirmed via physical examination. As a result, the patient underwent bilateral removal and replacement with two 350cc mentor memorygel breast implant prostheses (catalog #: 3503501bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. This report is for the left-sided prosthesis.